Event description:
Fibers come apart- retained, vagina [foreign body in reproductive tract]. Vaginal discomfort [vulvovaginal discomfort]. Discomfort when it's time to change tampon [medical device site discomfort]. Fibers of the tampons coming apart [device breakage]. Difficult to use since the fibers come apart [device difficult to use]. Cause was traced to design [product design issue]. Case description: consumer reported via e-mail that tampons fibers are coming apart. No serious injury reported.